Event description:
On 1/14/98, the MFR's (MFR) sales representative was informed by the facility that on 1/7/98, the pt had symptoms and went to the hosp. On 1/12/98, the device catheter tip was removed and is presently in the pt's possession. The device remains implanted at this time. The facility will forward the items (device and catheter) to the MFR when the device is removed (date unk at this time). No further details were provided at this time.

Manufacturer narrative:
Eval results of apparent trend for suspected catheter lots has been completed and results are as follows: 1.) Complaint rate was consistent with complate rates from other mfg lots. 2.) Product profile was bimodal, but both arms of modality were within product specification. 3.) Material identification and function were consistent with 510k and co specifications. 4.) Sheared catheters returned were reviewed and found to havve the "pinch-off" indication. Complete file of this apparent trend was reviewed by food and drug (FDA) investigator during atlanta district office audit conducted from 8/24/1998, through 9/15/1998. Based on info available and results of manufacturer's (MFR.) Investigation and analysis of device, damage found during MFR.'s analysis of device appears to be due to anatomically induced repetitive clavicular compression. No further details are available. MFR. Is now closingg file on this event. Submitted to FDA on 1/26/1999.